Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01227. It was reported that after a significant fall the patients leads have migrated. Issue was confirmed via x-rays. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where both leads were explanted and replaced. Therapy was restored post-op.